Event description:
Surgical team preparing for case. No patient was in the room at the time. Attempted to prime the tubing for the above-mentioned device and it was not priming appropriately. It read "occluded". Item removed from machine after troubleshooting. A new fluent box was opened with a different lot number, and it worked without issue. Box and item sequestered. Given to [redacted] in scm [supply chain management]. He said he would contact the rep.